Event description:
This procedure was performed in (B)(6). The protege everflex stent's delivery grip fractured. The physician still deployed the stent, but stent moved a little and cannot cover the lesions effectively. The distal grip fractured when the protege everflex stent was deployed and it did not cover the entire intended lesion. Per the physician the patient expired 3 days post procedure due to an accident with the anesthesia.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted. Stent was implanted on (B)(6) 2012.